Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 339 mg/dl. The customer reported that she had food poisoning over the weekend and now was finally able to keep food down. The customer declined for troubleshooting as she said that high blood glucose level was due to food poisoning. The insulin pump will not be returned for analysis.